Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. It was reported that the customer did not have his sensor on when he was found. It was reported that the customer was charging their sensor, and was battling high blood glucose levels because they were on a steroid. The customer was tried to be reached for further information, but it was unsuccessful.